Event description:
It was reported that the bd intima-ii¿ closed IV catheter system backed out of the vein during use. The following information was provided by the initial reporter, translated from chinese to english: "during infusion puncture. The tip of needle was blunt and puncture difficultly. After puncture, the catheter moves outward by itself."

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system backed out of the vein during use. The following information was provided by the initial reporter, translated from (B)(4) to english: "during infusion puncture. The tip of needle was blunt and puncture difficultly. After puncture, the catheter moves outward by itself."